Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2015 due to infection. All components were removed. While attempting to place the spacer mold in the patient, the surgeon and tech had difficulty connecting the port and thread to the mold. Therefore too much time elapsed and the cement became too thick and the mold was not able to be used. A cemented rx90 stem was used to complete the procedure. Also, during the revision, a bone screw was implanted in the patient and then removed due to incorrect sizing and the patient's poor bone quality.